Event description:
During a preventive maintenance on a service loaner unit, the company rep observed that blood had entered the unit on a previous date. The actual date that the blood entered the unit is unk.